Manufacturer narrative:
Device not returned. Ccds staff and hcp are in discussion as well as with ccds site lead to determine the possible cause of the issue.

Event description:
User reported green discoloration inside the mask. The masks associated with this event were decontaminated with the battelle ccds "closed system" process.